Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon revised patient's right rejuvenate hip due to pain and MRI showed pseudo tumor.